Event description:
During a call on an unrelated alarm, the home patient's nurse reported the patient was recently released from the hospital for peritonitis. On 07 oct 2011, product surveillance contacted the facility and spoke with the nurse regarding the report of peritonitis on this patient. The nurse confirmed that the peritonitis was due to poor aseptic technique by the patient and was not related to baxter products. The nurse declined to provide any clinical information. No further information was given at this time.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for use error-breach in aseptic technique is confirmed because the nurse reported that there was a break in aseptic technique, which is a use error that can cause peritonitis or potential contamination. A batch review was conducted for the potentially associated lot numbers (gd886119, gd886127) and there were no defects noted during the manufacturing process. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The root cause for the report of use error-breach in aseptic technique was undetermined.